Event description:
Information received by medtronic indicated that the insulin pump had cracked in case and battery compartment. Insulin pump was neither dropped nor bumped. No harm requiring medical intervention was reported. Device was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged cosmetic damage located at the battery compartment found on (B)(6) 2022. Unable to perform displacement test due to failed battery test. P-cap locks properly into the reservoir compartment. Unable to download history files and traces, using thump, due to failed battery test occurring during testing. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcb 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, pillowing keypad overlay, cracked belt clip rails, cracked case (battery tube). Failed battery test is confirmed and isolated to pcb 2. Cosmetic damage is confirmed at battery compartment. Unable to download history files and traces is confirmed. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.